Manufacturer narrative:
Patient information was not provided. No sample is available for analysis. A trend analysis was completed and manufacturing records were reviewed for the reported lot number with no issues identified. There is no sufficient clinical information available for a robust medical interpretation. An allergic reaction may be possible for this case; however, if 3m cavilon advanced skin protectant was primarily involved in the reaction it cannot be clearly assessed. Also, the intensity of the reaction is not well documented. Allergy testing should be done to verify a potential allergic reaction.

Event description:
Received from (B)(6): anaphylaxis was reported for a patient who was taken to the hospital by ambulance while using 3m cavilon advanced skin protectant 5050g. Detail regard the symptoms experienced was not provided, and it is not known if there was any medical intervention. The patient fully recovered. Nothing was reported to be used in combination with cavilon advanced. The leg was cleaned with nacl and gauze. Silvercel/carboflex/flivasorb applied to the leg and secured with crepe bandage, after which cavilon advanced skin protectant was applied to the foot with a stockinette to cover.